Event description:
During an initial implant procedure, r wave variation was observed on the right ventricular (rv) lead. An attempt to relocate the rv lead was made, however, the lead was bent. The rv lead was explant and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of sensing r-wave amplitude variation and lead bent were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. The damage noted to returned lead was consistent with that occurring at the time of procedure.